Event description:
The customer reported the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
The ge representative evaluated the system and reformatted the hard drive and reloaded software. The system operates as intended.